Event description:
It was reported that during unpacking for coronary drug eluting stenting treatment procedure, the catheter broke. When the tech was removing the taxus express2 3.00x20 mm drug eluting stent catheter from the package and took the product out of the hoop, it separated at the wire exit port, stretched, then broke. The physician used another taxus express2 stent to complete the procedure. No patient complications were reported.